Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 322. A review of the service history log revealed the device was previously serviced within the last 12 months. The current reported problem does not appear as a repeat symptom within the past 12 months. Review of the prior service record indicates that all service actions were completed during the prior return. The cause was identified to be the loose link screws which were adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.